Event description:
It was reported that balloon rupture occurred. A 1.50mm x 12mm emerge balloon catheter was used for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another device. There were no patient complications reported.